Event description:
It was reported that an unintended device interaction occurred requiring additional intervention. The 75%-90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 7f non-bsc introducer sheath was inserted. After a non-bsc guidewire crossed the lesion, pre-dilatation was performed. Two stents were advanced. A 2.75 x 28mm synergy xd drug-eluting stent was advanced and successfully deployed at the target lesion. Another 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. When attempting to deploy the second stent, it was noted that it had become caught on the first stent. The physician was unable to free the second stent from the first. The physician pulled on the second stent and the shaft became detached with about 17cm of the device remaining inside the patient. Though the patient was stable, an intra-aortic balloon pump was used to keep them stable, and the procedure was completed successfully. The shaft of the device was removed from the patient and no patient complications were reported.

Manufacturer narrative:
Synergy xd mr ous 2.75 x 28mm, catheter was returned for analysis. A visual and tactile examination identified multiple kinking along the length of the hypotube. A visual and tactile examination of the distal extrusion identified no damages. A visual and tactile examination of the balloon identified no damages. The balloon exhibited signs of having been inflated and the stent had been deployed from the balloon during the procedure. A microscopic examination of the hypotube identified no issues with the hypotube which could have contributed to the kinks. A microscopic examination of the distal extrusion identified no damages. A microscopic examination of the balloon material identified no damages.

Event description:
It was reported that an unintended device interaction occurred requiring additional intervention. The 75%-90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 7f non-bsc introducer sheath was inserted. After a non-bsc guidewire crossed the lesion, pre-dilatation was performed. Two stents were advanced. A 2.75 x 28mm synergy xd drug-eluting stent was advanced and successfully deployed at the target lesion. Another 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. When attempting to deploy the second stent, it was noted that it had become caught on the first stent. The physician was unable to free the second stent from the first. The physician pulled on the second stent and the shaft became detached with about 17cm of the device remaining inside the patient. Though the patient was stable, an intra-aortic balloon pump was used to keep them stable, and the procedure was completed successfully. The shaft of the device was removed from the patient and no patient complications were reported.